Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer was unable to fill the cartridge multiple times. Reportedly, when customer would perform the air removal process, a piece of the fill port detached and pulled back into the syringe plunger. There was no impact to the customer's blood glucose level. Customer was able to load a new cartridge.